Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated that both cuffs successfully captured the needles and the rail suture end attached to plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval. This also indicated that the lever was successfully opened to deploy the foot as the foot must be deployed prior to deploying the needles. Therefore, the reported failure to open the lever to deploy the foot could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted with a proglide device in the right common femoral artery using the preclose technique prior to a percutaneous coronary interventional (pci) procedure. The arteriotomy was 6fr sheath. Reportedly, a failure to deploy the foot by lifting the lever. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.